Event description:
Per independent repair center statement, unit had low o2 or yellow light. The key failure was that the sieve beds were dirty. Other issues were that the smart pack filters were dirty and the gear clamps had loose hardware.